Event description:
According to the reporter, following the placement of the sling and promontofixation, the abductor of the left leg was affected during the pain operation for a month. Then, six months later (B)(6) 2012, after the second operation for exposure of the strip at the level of the right cul de sac under the pubic symphysis, despite the application of treatment, the exposure of the strip increases, so the strip is taken out again. So, rework for resection of a part of the support strip was performed. The patient experienced stressed urinary incontinence, regular pain in the lower back and during intercourse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.